Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the device only partially fired. No patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, not re-sterilized.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device and a reload. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the reload noted that it was partially fired to the 3cm cut line and engaged in interlock. Functionally, the instrument was loaded with an single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Functional testing of the reload found no abnormalities. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the sheared teeth condition may occur when the firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.? The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the staple line was incomplete. A new stapler was fired next to the first row.